Event description:
Reporter stated that pt's inr result with device was 7.1; lab inr for this pt was 4.9. Another pt's inr result with device was 2.5; lab inr for this pt was 1.8. Treatment received, if any, was not specified.